Manufacturer narrative:
The device has not yet returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery. Three heartstring seals cracked, while loading the seals into the delivery tube. The surgeon used a heartstring seal to complete the procedure. No patient complications were reported by the hospital.